Manufacturer narrative:
Investigation results: the affected device was not available for investigation. Therefore an investigation of the device was not possible. The device quality and manufacturing history records (DHR) were checked for all available lot numbers and were within specifications valid at the time of production. The determination of a definite root cause is due to the non-availability of important information and the device itself not possible. The conclusion from the root cause analysis is that a systematic device deviation is unlikely since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with nx049z-as vega ps tibial plateau cemented t0. It was reported on (B)(6) 2019, that as a result of having the product implanted, the patient has experienced pain and swelling in left knee, and normal daily activities were restricted due to this pain. Intraoperative findings during replacement surgery were a well-fixed patellar component and loosening of the tibial and femoral components which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2013, and the revision surgery occurred on (B)(6) 2016. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Cement used was zimmer palacos r radiopaque bone cement. Involved components: nx042 (universal patella p2), nx103 (ps pe insert t0/t0+, 16mm), nn260p (peek plug f/ tibia). The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch report: 9610612-2020-00556 (nx009z 400485778), 9610612-2020-00557 (nx049z 400485780).